Manufacturer narrative:
(B)(4). A service history review was performed and revealed no previous service events that would cause or contribute to the reported problem. The device was not returned and therefore the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of an increase intra-peritoneal volume (iipv) that occurred on the homechoice device during initial drain of peritoneal dialysis therapy. The patient drained 4400ml and their largest prescribed fill volume is 2000ml. There was no injury or medical intervention indicated at the time of the report. No additional information is available.